Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 1 month post implant of part of this 16mm pulmonary valved conduit implanted in the aortic position of a (B)(6) pediatric patient, it was explanted and replaced with a 21mm bioprosthetic aortic valve for unknown reasons. No additional adverse patient effects were reported.